Event description:
It was reported that before a radio frequency ablation procedure started, and before starting to increase the stimulation there was electricity leakage from the generator, and the patient felt an uncomfortable electrical discharge. After completion of the procedure, the patient was stable.